Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting (one hour after meal) blood glucose test result range is 94 to 97 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 212 mg/dl. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date / time not set): 207mg/dl, 111mg/dl, 165mg/dl, 113mg/dl, 5:121mg/dl, adverse event not reported.